Manufacturer narrative:
Concomitant medical product(s): dtba1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to multiple high rate non-sustained episodes and ¿some sort of external noise¿. It was also noted that the pace/sensing rv lead was under-sensing. Both rv leads remain in use. No patient complications have been reported as a result of this event.